Event description:
During retinal surgery, the polyamide tube broke at the sclera and fell into the eye. The doctor was unable to retrieve the broken tube. The procedure was completed with no further complications.